Event description:
This report is filed to report the single leaflet device attachment (slda) which occurred with the clip delivery system (cds (B)(4)), and required medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The anatomy was challenging with anular dilatation. The first clip ((B)(4)) was implanted with some challenges noted due to the anular dilatation. Adenosine was administered twice to stop the heart, to try to grasp the leaflets. The clip was implanted and the mr was reduced to 2-3. A second clip ((B)(4)) was to be implanted to treat the residual mr. The clip was implanted without issue, and the mr was reduced to 1-2. Electrical cardioversion was then performed to bring the patient back into sinus rhythm; however, after two shocks, the second clip detached from the anterior leaflet but remained attached to the posterior leaflet. The mr increased to 3 so it was decided to place an additional clip. An attempt was made to implant the third clip ((B)(4)) between the first two clips, to secure the detached clip. Visualization was difficult due to the already implanted clips. During the attempt to place the clip, it became stuck in the chordae. One of the chordae ruptured, and the mr increased to 3 in a different location. The third clip was finally able to be brought back into the atrium, and the clip was deployed lateral to the first two clips. The mr remained at 3. Due to the chordae rupture and the mr, it was decided to place a fourth clip. The fourth clip (10295595/14) was implanted, and the mr was reduced to 1.

Manufacturer narrative:
(B)(4). Event description continued: the patient was confirmed to be clinically stable post-procedure. No additional information was provided. Concomitant products: mitraclip system: clip delivery system: cds ((B)(4)), steerable guide catheter, lift, support plate, stabilizer. Medication: adenosine. The incident information was reviewed. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for slda include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). A review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported incomplete coaptation appears to be related to procedural conditions and not a product quality deficiency. Reportedly, the mr grade increased following the slda of the second implanted clip from the anterior leaflet. The most probable cause of mr was likely due to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use (IFU) as known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. The additional cds ((B)(4)) mentioned is filed under a separate medwatch report.